Event description:
A pt infused 5 fluorouracil at 5ml/hr instead of 0.5ml/hr. The customer inadvertently used a 5ml/hr infusor instead of the intended 0.5 ml/hr infusor. The report stated the pt was "warded in the ICU and the conditions were stabilized." No further pt info available.